Event description:
The MFR's rep reported that the pt developed an infection. No pt symptoms were reported. The complete system was explanted. A follow-up report will be sent if additional info becomes available to co.